Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device check, the right ventricular lead exhibited a drop in r-wave. All other lead parameters were stable. Programming changes were made. There were no adverse events to the patient. It was noted that the patient has no pacing indication for ventricular pacing and the physician will continue to monitor.